Manufacturer narrative:
Report date: 23aug2021.

Event description:
The customer reported the machine just turned off during use with a patient and was calling to report the issue. It was unknown if the unit alarmed. The unit was plugged into alternating current (ac) power with battery fully charged at the time of incident. The unit has been removed from service pending pick up by agiliti. The device was in use. The unit was swapped out for another one, but there was no patient harm reported.

Manufacturer narrative:
B4:24sep2021. The biomedical engineer (bmed) could not duplicate the reported issue. This unit was tested by a qualified (bmed) technician. The technician performed testing of this unit per the manufacturer¿s service manual and found that the unit passed all tests and was within the manufacturer¿s specifications for all parameters.